Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.